Event description:
Manufacturer ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical errors indicating expiratory cassette failure and communication errors. Our field service engineer found that the control printed circuit board (pcb) was faulty. After the control pcb was replaced and software updated the ventilator successfully passed all tests and was returned to service. A visual inspection of the returned control pcb did not show any anomalies. The evaluation of received device logs showed that a communication problem existed.two of the reported technical errors pointed to an expiratory channel pcb failure, but no further information regarding this has been received. The returned control pcb was installed in a reference ventilator leading to an incompatible software message. The software was reinstalled and simulated use test ventilation started. After a while ventilation stopped and several technical errors indicating communication and internal memory errors started to appear, indicating a memory component problem. If the reported fault condition occurs during ventilation, ventilation will stop. It will be detected at startup and during ventilation and reported through audiovisual technical alarms for communication and internal memory errors. The conclusion in this matter is that the returned control pcb was faulty. The cause was most probably a broken memory component, but the failing component could not be determined.

Event description:
It was reported that the ventilator generated technical errors indicating expiratory cassette failure and communication errors. There was no patient harm. Manufacturer ref. #: (B)(4).